Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure involved 2 protege gps stents that had been previously deployed. During a transjugular intrahepatic portosystemic shunt (tips) procedure, a thrombus was present at the portal vein. A percutaneous thrombectomy device was deployed in an attempt to clear the thrombus which led to migration of the protege stents. A portion of the two stents were removed, but the remainder were left in the central internal jugular vein. An attempt was made to snare without success. It was felt the location was safe and stable and dangerous to attempt further removal. A vascular consult recommended against surgery for retrieval of stent fragments. The tips procedure was successfully performed a few days later. Please reference MDR 2183870-2015-00201 for the other protege gps used in this procedure.